Event description:
It was reported that an ilet user wearing a dexcom g7 experienced pairing failure between the pump and the sensor, which prevented entry of initial weight and delayed completion of ilet setup. Symptoms included no glucose values appearing on the ilet while readings were visible in the dexcom mobile app. Outcomes included a temporary interruption of automated insulin therapy initiation and user instruction to wait for pairing completion and to call back if pairing did not occur. Investigation included technical support troubleshooting and user education regarding pairing and the requirement for sensor glucose on the ilet before weight entry. Investigation of this case revealed that the pump was in an active pairing state without error alarms and that the user had correctly entered the pairing code shortly before contacting support. It was concluded that the event was related to sensor-to-pump communication during initial setup, with resolution expected upon successful pairing and no evidence of adverse health effects.